Manufacturer narrative:
(B)(4). The devices were not identified or returned to baxter for evaluation. Therefore, an evaluation could not be completed. If a device is identified and returned, an evaluation will be completed and a supplemental report will be submitted. The customer was instructed that when performing tests on devices the pressure meters must be calibrated correctly. It was also communicated that only a single, calibrated pressure meter should be used on a device during testing.

Event description:
It was reported that 6 spectrum pumps failed preventative maintenance testing for downstream occlusions while testing 8 devices. The customer stated that the pressure meter initially being used to test the device found the downstream pressure out of specification, and the meter was not calibrated. The customer stated that after testing the device with a new pressure meter, the devices passed the test. The customer also reported that when testing a device with both meters simultaneously, both meters read values that wer out of specification. It was also reported there was no patient involvement.